Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Concomitant products: guide wire: pilot 50; whisper ms. Guide catheter: metronic launcher 6f ebu 3.75. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that angiography of the left anterior descending artery revealed that the left main was closed with thrombus which was aspirated. Using a non-abbott 6fr guiding catheter, a pilot 50 was advanced to the left anterior descending artery and a whisper ms was advanced to the circumflex artery. A trek 2.5 x 20 mm was used for angioplasty and inflation was successful. After removing the trek balloon catheter without any resistance, it was noticed that the balloon was not complete. After removing the guiding catheter and guide wires, it was noticed that part of the balloon was still in the proximal part of the guiding catheter. The treatment proceeded without further complications. There were no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The date of occurrence has been revised from (B)(6) 2017. Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial MDR, the following information was received: the treatment proceeded with another balloon catheter without further complications.